Manufacturer narrative:
Batch review performed on 21 march 2019: lot 168300: (B)(4) items manufactured and released on 28-feb-2017. Expiration date: 2022-02-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain 7 months after the primary surgery, the cause of pain is unknown. The surgeon performed a synovectomy to address the pain, the patient also presented with mid-flexion instability and the surgeon revised the 12mm poly with a 14mm poly. The surgery was completed successfully.